Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use, the physician was unable to engage the ventricular setscrew, and so requested a new device. After the device was removed from the sterile field, a company representative noticed the ventricular set screw was fully seated in the header. The representative was able to retract the setscrew and it appeared to function normally, and the same was then demonstrated to the physician. There was no apparent patient involvement.